Manufacturer narrative:
Product event summary:the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2012; 4968-25 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) epicardial lead was fractured with associated high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.